Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and verified the customer reported issue. The cse replaced the ac (alternating current) power cord and bracket, which resolved the reported issue.

Event description:
Covidien received info that, during pt use, an 840 ventilator shut down. The pt was removed from the ventilator and switched to a second ventilator. There was no harm or pt injury reported.